Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3389-28, lot# 0205596905, implanted: (B)(6) 2012, product type: lead. Product ID: 3389-28, lot# 0205728569, implanted: (B)(6) 2012, product type: lead. Product ID: 37085, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional from a clinical study reported a local irritation at the former neurostimulator location. There was pain in the right breast where the neurostimulator was. It was indicated this was possibly related to the neurostimulator and possibly related to the programming/stimulation. Diagnostics included an examination with normal results on (B)(6) 2014. Actions taken involved two epileptologist visits and two neurosurgeon visits. No surgical intervention had occurred and none had been planned. The issue was considered resolved at the time of report and the patient status at the time of report was alive-no injury. The outcome was resolved without sequelae (B)(6) 2014. The patient's medical history included mood disorders, panic attach with mild severity, short term and mild ongoing cognitive impairment, other psychological disorder, irritable behavior, ongoing irritable bowel syndrome, headache, fatigue, tingling in the fingers, rising epigastric sensation, hoarseness, and being diagnosed with epilepsy 1979. Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the previously reported issues were classified as investigational device related and possibly surgery related. Additional information was received from a manufacturer representative (rep). It was reported that the device was replaced to the right abdomen due to pain at the original site. It was then stated that no actions were taken apart from a visit to the neurosurgeon. The rep confirmed that the issue was resolved on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.